Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer woke up and blood glucose was 34 mg/dl and treated it with juice and glucose gel. The customer blood glucose on (B)(6) was 48 mg/dl and on (B)(6) at 5:50pm it was 39 mg/dl and at 10:28pm blood glucose was 65 mg/dl and on (B)(6)at 4:25am it was 73 mg/dl and at 7:34pm it was 62 mg/dl. The customer declined troubleshooting on insulin pump. The insulin pump will not be returned for analysis.